Event description:
Customer reports the following: staff was asked to return pump in july after a similar issue (reported on 3014732157-2023-00049), but it was placed back into use. Nurse reported "alarm description: both primary and secondary lights flashing red. Audible alarm. No message or banner on the screen to indicate what the alarm is for. Unable to do anything on the screen (frozen), unable to lock or unlock the screen." He was unsure of serial #, believes this is the correct pump. He wrote: "this one I think is most likely the pump, I had biomed check the alarms. Biomed check all of the alarms, and there was not an alarm during the time on the video. It did have a log that corresponded to me resetting the pump to anesthesia, adult, anesthesia mode on. It did not have a log of the alarm or shutting the pump down and restarting the pump." No patient harm. Preliminary review indicates that this was due to a som lockup. This did stop an active infusion. Fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no adverse event reported. More information is needed to complete the investigation.

Event description:
The device was returned for evaluation. Upon investigation, the pump was functioning properly. Log files were able to be retrieved from the device with no issues. Due to the growing number of related som issues regarding flow core and linux core crashes; it was decided that the som would be removed from the pump and sent out to a third-party lab for investigation. The som will be replaced and the pump will undergo all verification testing.